Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of occlusion and numbness are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The reported patient effects of occlusion and numbness are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7.5f sheath after a ventricular tachycardia ablation procedure. Reportedly, the proglide suture was harvested without issue, yet, it was not possible to push the knot to the vessel wall as the knot locked. Another proglide device was used to achieve hemostasis. Twenty-minutes post-procedure, the patient could not feel the right foot. A computed tomography scan showed a total occlusion of the iliac externa 1 cm above the access site. The vessel was opened with surgery; the two proglide sutures were noted to have caught the back wall of the artery. Surgery opened the vessel. General anesthesia was administered. Hospitalization was prolonged. There was a reported clinically significant delay in the procedure. No additional information was provided.